Manufacturer narrative:
One cadd legacy 1 pump was returned for the evaluation of the reported issue. It was received all intact. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed evidence of 1871 error code. To further investigate, a functional test was performed. The issue was not confirmed. The pump was found to be displaying "1871" error code message when batteries were inserted. The motor locks were found to be out which most likely caused the issue. The motor will be replaced.

Event description:
Information was received indicating that during testing of a smiths medical cadd legacy pump, lec 1871 was noted, and battery depleted alarm was noted. No patient was involved in this event. No adverse effects were reported.